Manufacturer narrative:
Model # corrected from 105-8300-500 to 105-7000-060. Expiration date corrected from 2022.06.24 to 2023.04.02. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician indicated that once the procedure was nearly done, the physician decided to exchange the sonic microcather for another apollo. However, when pulling out sonic, it detached mid-shaft, hanging down carotid to aortic artery. The catheter took 2.5-3hours to get it out with snares, causing the adverse events listed. The patient was being treated for a davf. It was noted that the patient didn¿t wake up so well and was sent to an ecr site where it was found that there was a clot in m1 region. This was a couple of hours after first thrombectomy. Ecr was performed at second site but the physician could only get some of the clot out. The patient is still at the hospital and most likely have some for of disability.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an expired navien being used in large vessel occlusion clot retrieval which occurred after an extended onyx procedure. It was reported that following a long case with onyx injected, final imaging revealed a clot in the patient's m1/m2 bifurcation. There were no additional neuro-interventional products available at the site. The physician (hcp) attempted aspiration with a phenom plus catheter without success which was attributed to the phenom plus small inner diameter of 0.445mm. Other departments storage at the site were checked and nothing was available to assist in the procedure. The hcp asked the manufacturer representative (rep) if they had anything that could assist in their trunk stock and the rep checked their vehicle, locating a navien072. The hcp then decided to attempt to retrieve the clot with the navien. This was passed from the rep and two surgical nurses, none of whom checked the expiration date on the navien packaging. The navien catheter was navigated to the clot location but a stent was still needed to retrieve. The rep then went to their office and obtained a stroke kit and returned to the site. The clot was then retrieved successfully. While collecting all items, the rep observed the navien use-by date was (B)(6) 2020. It was noted that the patient large vessel occlusion was attributed to the procedure. No patient symptoms were reported. Ancillary device: phenom-17 microcatheter.